Event description:
The physician positioned the angiosculpt device at the lesion site. The device was inflated to 14 atm at 90 seconds. Second inflation was scheduled at the proximal. Observed waist did not disappear at 12 atm. After 10 seconds, the balloon ruptured. Withdrawal into the sheath was only partially possible due to the plaque between the scoring elements avoided further withdrawal. The device, guide wire, and introducer sheath were removed as a unit. Plaque was removed through the puncture site. Additional information received on (B)(6) 2013: it was necessary to perform a new puncture site to complete the procedure. This resulted in elongated procedure time with a need for a second introducer sheath.

Manufacturer narrative:
A new puncture site and a second introducer sheath were required to complete the procedure. This resulted in prolongation of the case. The angiosculpt device was returned with a portion of the scoring element and shaft stuck inside the introducer sheath. Visual examination confirmed a lifting, and lifting of the distal scoring element ring. The balloon is accordion with a balloon tear near the proximal end of the balloon. Upon removal of the device from the sheath, it was observed that the balloon detached from the proximal end of the balloon but remained intact at the distal end. The intermediate bond is exposed and damaged and is located over the balloon taper. The proximal bond was also found to be damaged. The shaft is necked, severely stretched and accordion. A section of the inner member and shaft separated from the device but remained intact to the returned guide wire. Based on the lab analysis, the damaged shaft suggests that the device experienced excessive exertion of force applied by the user, which led to the separation of the angiosculpt device. According to the instruction for use (IFU) for the angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.